Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient acutely developed ventricular tachycardia but remained hemodynamically stable. The care team attempted to retract the impella slightly; however, the device was inadvertently pulled across the aortic valve and into the ascending aorta. The physician made multiple attempts to re-advance the impella without a wire and under fluoroscopic guidance, but these were unsuccessful. There was discussion regarding crossing the valve and re-wiring the device. Ultimately, the physician elected to remove the peel-away sheath, obtain additional access, and complete the rca intervention without impella support. The patient survived the procedure.

Manufacturer narrative:
No product was returned. Tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): care team attempted to pull impella back slightly and inadvertently pulled across the valve and into the aorta. Md attempted x2 to re advance without wire and under fluroscopy though unsuccessfully. The cause of the positioning issue was determined to be an unintentional use error as the pump was inadvertently pulled across the valve and into the aorta by the user. Device (sn: 614264) passed all post sterile inspection checks.